Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device observed that device was frozen. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and possible immersion during the cleaning process, which is failure to follow directions for use. This is further defined as misuse, abuse, and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the chuck device had seized and would not open and close. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.